Manufacturer narrative:
Exact date unknown; event occurred approximately a week after the procedure date of (B)(6) 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 18, 2021 that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an esophagogastroduodenoscopy (egd)/ endoscopic ultrasound (eus) with transmural drainage of pseudocyst procedure performed on (B)(6) 2021. Approximately a week post stent placement, a computed tomography (CT) scan was performed and the stent was clogged. The stent remains implanted and the patient will be scheduled for an esophagogastroduodenoscopy (egd) to unclog the stent and a 7 fr x 3 cm double pigtail plastic stent will likely be implanted through the axios stent. The patient's current condition was reported to be fine and the patient is expected to fully recover.